Manufacturer narrative:
The events of seroma and lymphoma alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma alcl.

Event description:
Regulatory agency reported left side seroma. Fluid cytology identified biomarkers cd30+ and alk- confirming lymphoma alcl. A capsulectomy was performed and the device has been explanted. Patient is reported to be "doing well."